Event description:
It was reported to co that the patient table trolly was removed from the system with the patient on the table. The trolly was moved in to a waiting area and after approximately two minutes the system operator heard the patient table hit the floor.